Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report. This report is submitted on august 17, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient was placed under general anaesthesia and underwent skin revision surgery on (B)(6) 2016 to replace abutment. Prior to surgery, the patient developed an infection at abutment site and subsequently was treated with antibiotics (type not reported) on (B)(6) 2016. The implanted device remains.

Manufacturer narrative:
Correction: the correct brand name is cochlear baha connect system and correct model# 93332, and catalog# 93332 not flange fixture and abutment and ba400 as previously reported.